Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the light scatter preamp and resolved the issue. The part was returned for further evaluation. The return part was box tested and passed all tests per procedure. Therefore, the return part did not support the previous conclusion that the part was defective. The cause of the reported issue is unknown.

Event description:
Customer reported the light scatter offset would fail intermittently and would not correctly adjust when using the coulter lh 750 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the issue. The fse replaced the light scatter preamp, resolving the issue. The instrument was verified to confirm it was fully operational without any further issues. (B)(4).